Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen detached from the device and the pump became unresponsive, consistent with hardware screen bezel separation. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education, confirmation of device identifiers and shipping details, guidance to shut down the device, and instruction that data would not transfer to the replacement device. Investigation of this case revealed device damage to the display assembly consistent with a screen detachment, rendering the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical failure of the screen assembly leading to loss of device function.